Manufacturer narrative:
The complaint investigation for falsely depressed architect tsh results included a search for similar complaints, and the review of complaint text and attached data, trending data, labeling, and device history records. Return testing was not completed as returns were not available. In-house testing for reagent lot 25030ud00 was completed. Trending review determined no trends identified for the issue for the product. Device history record review on lot 25030ud00 did not show any non-conformances, or deviations. In house testing of panels which mimic patient samples was completed using retained samples of the complaint lot 25030ud00. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect tsh reagent lot number 25030ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed architect tsh, architect free t4 (ft4), architect total t4 (t4), architect total t3 (t3) results for a (B)(6) female patient. The following thyroid profile data was provided (customer expected values: tsh = 0.35-4.94 uiu/ml, t4 = 4.87-11.72 ug/dl, t3 = 0.58-1.59 ug/ml, ft4 = 0.70-1.48 ng/dl): on (B)(6) 2021, ID 11790862 = initial thyroid profile results: tsh = 0.93 uiu/ml, t4 = 4.07 ug/dl, t3 = 0.53 ng/ml, ft4 = 0.80 ng/dl. A new patient sample was tested and gave the following results: tsh = 2.08 iu/ml, t4 = 8.54 ug/dl, t3 = 0.96 ng/dl, ft4 = no result given. There was no impact to patient management reported.